Event description:
During sphincterotomy, as physician was attempting to cut tissue, the tissue would not cut. All connections and settings were checked and verified as proper and intact. Another sphincterotome was opened and used without any problems. No adverse outcomes.

Manufacturer narrative:
The following elements have blank data. Device serial #: for type of device: unit, electrosurgical, endoscopic (with or without accessories). Unique device identifier (UDI): for type of device: unit, electrosurgical, endoscopic (with or without accessories).

Event description:
During sphincterotomy, as physician was attempting to cut tissue, the tissue would not cut. All connections and settings were checked and verified as proper and intact. Another sphinctertome was opened and used without any problems. No adverse outcomes.